Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with investigation results should the logs be received for evaluation. No devices received, log review only.

Event description:
The customer reported that the nurse programmed the alaris pump to infuse chemotherapeutic agents (vincristine, vp16, and doxorubicin) diluted in 1000 ml normal saline over a 24 hour period. The guardrail drug option in the oncology profile was not possible because there was no pre-programmed option for this three agent combination. The pump was programmed to infuse at 47ml/h. The nurse responded to the pump's "air in line" alarm, and discovered the liter bag was completely empty, with air in the IV tubing after 4 hours of infusing. There was no evidence of a fluid leak however the alaris pump displayed 756ml volume left to infuse. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that at 10:45 pm on (B)(6) 2016, the previous basic infusion was restored, infusing at 45ml/hr. At 10:47 pm, the rate was changed to 47ml/hr. There were multiple air in line alarms during the course of the infusion, however the infusion was restarted after each alarm. The event log does not identify when a bag was empty and when it was changed. The volume recorded as being infused during this period was 1209.02ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of a pump overinfusion was not identified.